Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small unruptured, saccular internal carotid artery aneurysm, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that the physician tried to detached the coil four times with using instant detacher and two times with manual method but coil did not detach. It was reported the physician withdrew the coil successfully and replaced new coil to complete the procedure. There was not any patient injury reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. As received, the axium pushwire returned and found the implant coil was already detached and missing. The instant detacher was not returned. The axium pushwire was found broken into two segments within the introducer sheath. The proximal segment of the pushwire found bent at the proximal end. The distal segment of the pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). The pushwire was found bent at multiple locations from the proximal end. During evaluation, a portion of the introducer sheath was cut and the proximal pushwire segment was pulled out from the proximal end of the introducer sheath. The retainer ring appeared to be damaged and ovalized. The instant detacher and implant coil were not returned for evaluation; therefore, any contributing factors from these could not be assessed. The intact tack weld replacement (twr) crimps is evidence that the instant detacher used in the event was not successful at actuating the detachment mechanism; however, the tack weld replacement crimps were successfully broken with the use of an in-house instant detacher on the first attempt. The failure to detach the implant coil by the manual method, it is likely that the difficulty encountered occurred due to the customer¿s failure to break the pushwire as directed in the axium coil instructions for use (IFU). Additionally, it is possible that the implant coil became detached and lost during return to medtronic due to the pulled back release wire, or due to the damage to the retainer ring. The cause for the damage to the retainer ring could not be determined. The lot history records of the retainer ring were reviewed, and no quality issues were noted. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium detachable coil and axium i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.